Event description:
The nurse reported in his fax that during surgery it was noticed that the fastener of the step drill at the scaling does not close tight enough. The surgery was performed with another step drill.

Manufacturer narrative:
Additional information has been requested and if received will be reported on a supplemental report.